Event description:
It was reported that during a pre-use check, the customer found a black substance on the cuff. No patient injury reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed; the sample was received in used conditions without its original package. Based on the analysis conducted in the sample provided, contamination failure mode was confirmed. The root cause of the reported issue was found to be caused by operator not following procedure or wrong welder set-up. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).